Manufacturer narrative:
Additional information received on march 4, 2011 indicated that the part of the guidewire that had detached was removed by grasping forceps. Additional information confirmed the "floating part" was a portion of the guidewire core wire. Only one fragment was noted in the ureter. Evaluation of the returned device indicated that the coating was scraped and had elongated and unraveled. Additionally, the proximal section of the guidewire had separated from the wire. The device appeared to have been in contact with a sharp or metal object. The investigated device appeared to have been pulled against resistance since the device was severely elongated.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a ureteroscopy procedure on a patient. According to the complainant, the guidewire advanced in to the patient. The physician had 2 guidewires advanced and when he was coming down he saw a loose part floating. The 'part' was retrieved. The retrieved 'part' was determined to be part of the sensor guidewire. It is unknown how the 'part' was retrieved from the patient. The patient was reported to be "stable" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a ureteroscopy procedure on a patient. According to the complainant, the guidewire advanced in to the patient. The physician had 2 guidewires advanced and when he was coming down he saw a loose part floating. The 'part' was retrieved. The retrieved 'part' was determined to be part of the sensor guidewire. It is unknown how the 'part' was retrieved from the patient. The patient was reported to be "stable" at the conclusion of the procedure.